Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the symptomatic patient experiencing low blood pressure and fatigue presented in the emergency room, device was found to be backup vvi mode. Device was restored successfully. The patient was stable post device recovery.